Event description:
A malfunction alarm was reported with code malf 9. There was no adverse impact to the customer¿s blood glucose level. Support provided information to reset the pump and assisted the customer with the reset.